Manufacturer narrative:
Device is a combination product. Device evaluation by MFR.: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. The stent was pulled distally with distal end of the stent bunched. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found a kink 35.4cm distal to distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15jun2020. It was reported that crossing difficulties were encountered. Intravascular ultrasound was performed. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following predilatation, a 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient condition was good. However, device analysis revealed stent damage.